Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned, analyzed, and the results were inconclusive. The analyst noted that the device was in a no telemetry and no output condition. Since patient was lost to follow up for years analysis is inconclusive. Concomitant product: 863720 neuro pump, implanted: (B)(6) 2008; 8709 catheter, implanted: (B)(6) 1999.

Event description:
It was reported that the patient was in sinus bradycardia and the implantable cardioverter defibrillator (ICD) had no telemetry and was not able to be interrogated. It was noted that the patient had not been checked for several years and the device was at end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.